Event description:
It was reported 'air in line'. The event occurred after it was primed. The product issue did not cause or contribute to patient or clinical injury.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a lifted downstream occlusion (dso) seal. Functional testing was unable to duplicate the air in line problem. The dso seal was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.